Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hypoglycemia. It was reported that the pt has a history of labile blood glucose levels. On the same day, she was admitted to the hospital with a blood glucose of 60mg/dl. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence. The reporter agreed to secure more product training for the user.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.